Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator. The instrument was found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 1.69mm x 7.05mm and was not returned with the instrument. The grip bas for the grip with the cracked molded insulator does not appear to be bent.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was broken. There was no reported injury.